Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that the stent was noted to be loose during use, and was carefully removed from the patient, still on the stent delivery system. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering could not determine a conclusive root cause for the loose stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon and outer member. There was contrast in the inflation lumen. The stent implant was stationary on the balloon but was moved distally on the balloon. The stent implant was moved 5 mm distally from the proximal balloon marker. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. The protective sheath was not returned. A snap gauge was used to measure the stent implant outer diameters and these meet manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product, which was consistent with the reported information that the product was prepared for use, inserted into the patient anatomy, but not inflated. The mislocation of the stent is likely a result of handling of the reported loose stent as there were crimp marks on the balloon between the markers, which suggest that the stent was originally crimped in the correct location at the time of manufacture. There was no damage noted to the stent implant and the stent implant outer diameters were measured and met manufacturing criteria. The protective sheath was not returned. Potential causes for a loose stent, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and/or interaction of the stent with accessory devices. In this case, it is possible that the stent became loose from interaction with the accessory devices and/or the lesion/anatomy during the attempts to cross the target lesion. In this case, a conclusive cause for the reported loose stent could not be determined. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. This MDR is considered closed by the product performance group.